Event description:
It was reported that during a procedure device did not function. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. The instrument was disassembled, moisture and a torn acoustic isolator were found in the instrument.